Event description:
The customer has a history of "developing cysts while using the omnipod." He "struggled with these reactions off an on last year" and as a result, "went off the pod for three months." He is now back on omnipod system and has developed a cyst after only a month. While the cysts occur "when he wears the pod," they "are not at the pod site." For example, he was wearing a pod on his left thigh and had a cyst on his right calf. During the time he went off of the omnipod system, "he didn't have any cysts" at all. One of the cysts required treatment with an antibiotic. If another cyst develops, he "will have it cultured for (B)(6)." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation - we are unable to evaluate the adhesive pad for any abnormality that may have caused cysts to develop on the customer's skin. It should be noted that when the customer developed the cysts, they were never located on the pod site. However, the only times the cysts did develop were when the customer was using the omnipod system. When he had gone off of the omnipod system, no cysts had developed. This MDR is being submitted based on the potential that the adhesive on the pod may have been contributed factor to the development of the cysts, though this was not clinically proven. Insulet labeling and trend data is specific to reports of adverse skin conditions at the pod site (not away from the pod site). This report of an adverse skin condition away from the pod site (i.e., pod placed on left thigh but cyst developed on right calf) is a unique occurrence. Insulet has no clinical data to support the development of cysts away from the pod site due to a reaction to the adhesive. A review of lot qualification records could not be performed as no lot number was not provided.